Manufacturer narrative:
A review of the device history record (DHR) has been completed. No deviations or non-conformances noted.

Event description:
This record is for the right side. The device was explanted, replaced and will be returned.

Manufacturer narrative:
The event of "visibility/palpability" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: visibility/palpability.

Event description:
Company representative reported "breast hypertrophy". This record is for an unknown side. The device status is unknown.